Event description:
Healthcare professional reported when attempting to implant a xen®45 gts into the patient's right eye, the "slider doesn't work." No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported surgery was completed with a back-up device.